Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt had an unexpected postoperative refraction. The lens was exchanged. Additional info, including pt status, has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was broken in the gusset area, the second haptic was bent in the gusset and distal area and the optic was torn/split/cracked. The optical resolution was acceptable; lens met specification for focal length and cylinder readings equaling an sn60t3 (22.0 diopter). Upon return, it was observed that the lens was improperly re-cased by the customer, which resulted in optic and haptic damage. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 07/09/07, 07/12/07 and 07/13/07 by phone, mail and fax. Additional info was rec'd 07/13/07 by phone. A completed questionnaire has not been returned.